Event description:
On (B) (6) 2008, a (B) (6) male was implanted with a gore propaten vascular graft in a below-knee bypass procedure from the common femoral artery to the posterior tibial artery. On (B) (6) 2009, the patient presented with infection and the graft was explanted.